Event description:
The customer reported an overfusion of methotrexate. The concentration of the undiluted drug was 25 mg/ml; 1800 mg (72 ml) methotrexate was added to 150 ml normal saline. The 222 ml total volume was to infuse over 24 hours at 9.3 ml/hr but the bag was found nearly empty too soon with the rate faster than intended; the entire bag infused within 18 hours. (This infusion had been ordered to follow a prior smaller infusion of same drug.) There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the suspect product has not been received. The concomitant pc unit has been received. A f/u report will be submitted with investigation results once the evaluation has been completed.